Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient rarely used their therapy because it had not been helpful. They stated that the implant bothers them more than it helps. The patient was directed to consult with their doctor about having their ins taken out. An elective replacement indicator message was reported but there were no allegations/dissatisfaction with the ins longevity. No further complications reported. Additional information received from the patient reported that the ins was removed but the lead was left implanted. Compatibility guidelines were provided the patient. No further complications were reported.